Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump and sent out a new replacement since the original was under warranty. The customer was instructed to continue using the pump until the replacement arrived and provided guidance on storage mode and return procedures. The customer acknowledged all instructions and planned to return the problematic pump using the provided return box and pre-paid label.